Event description:
Alaris IV(intravenous) pump noted to be dripping at a significantly faster rate than it was set at (9ml/hr) for phenylephrine. There was another pump running with normal saline at 100 ml/hr and the phenylephrine was noted to be dripping significantly faster than the normal saline. No known harm to patient at this time. Reference report: mw5115390.